Event description:
When drilling to implant polarus 2, the surgeon encountered hard cortical bone. The drill tip broke and was completely buried in the bone. The drill fragment was left in the patient.

Manufacturer narrative:
The returned part of the broken drill was examined under magnification. Approximately 5/8" is missing from the tip of the drill. The remaining fluted portion of the drill (3/8" long) shows significant wear on the edges. From where the flutes end to approximately 1" up the shaft of the drill, there are significant scoring marks that indicate the drill was rubbing against something while it was under power. This could indicate that while drilling, the drill was off center and the drill was being bent against the edge of the hole in the rod. Where the drill broke, the edges are worn over and smooth which is consistent with a drill breaking then spinning while still under load. No definitive conclusion can be drawn as to how this drill broke. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this drill break.